Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing no fluid in the reservoir. The reported condition of delivery stop was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. The device was subsequently filled with dextrose solution for a functional test. After fill, flow was readily observed at the luer, and continued to flow without stopping until the solution was emptied from the reservoir. No signs of defect were observed from the sample during the functional test. Based on the evaluation findings, the unit performed as expected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor had delivery stop during patient use at the hospital. The device was filled with a 94 ml solution of ropivacaine hydrochloride hydrate and fentanyl citrate. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.